Manufacturer narrative:
Evaluation: this historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the products actual performance and this report only represents an enhancement to the reporting criteria going forward. The lead was returned in two pieces. The reported impedance anomaly could not be confirmed due to the condition of the returned lead. The lead was otherwise normal. No anomaly was found.

Event description:
It was reported that increased pacing lead impedance was observed. The lead was explanted and replaced during a device upgrade.